Manufacturer narrative:
Pump error 53 alarm found in the pump history due to software error. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer¿s insulin pump received multiple pump error alarms. Customer's blood glucose was 6.3 mmol/l. They tried to give themselves a bolus. There was no further information provided. The customer was advised that the insulin pump would need to be replaced.